Event description:
The customer reported the system failed to save images and intermittently freezes. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. However, the hard drive was found without space available. This was cleaned. The system was then found to be working as intended.